Event description:
It was reported that the user experienced repeated occlusions and recurrent alert 38 motor stall events on an ilet system while using teflon infusion sets with 23-inch tubing, including visible blood in the infusion tubing and a standard occlusion that was cleared by bleeding the line; the device was restarted multiple times and ultimately replaced, and replacement infusion sets and connectors were supplied. Symptoms included hyperglycemia up to 329 mg/dl over approximately six hours without ketone testing, medical intervention, or notable acute clinical effects. Outcomes included temporary interruption of insulin delivery, user-performed troubleshooting, and restoration of delivery after line bleeding and component changes, followed by device replacement. Investigation included review of user reports, remote troubleshooting, review of user-provided media showing blood in tubing, and assessment of device performance leading to replacement. Investigation of this device revealed recurrent motor stall alarms consistent with a stalled or obstructed delivery mechanism and infusion line occlusions associated with blood in the cannula or tubing, with involvement of the pump motor subsystem and infusion set¿connector pathway. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion site or set occlusion with possible mechanical resistance in the delivery pathway, with device performance consistent with motor stall detection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.